Event description:
Physician reports low battery alarm occurring, pump implanted 2001. The patient underwent explantation of the pump 3 weeks later. No further information has been received regarding patient outcome or symptoms. A follow up report will be sent when additional information is received.